Event description:
The ge oec 9900 fluoroscopy system locked up during a procedure. A reboot restored function.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced a defective fluoro functions pcb. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.